Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: cornea. 2025 jan 1;44(1):7-14. Doi: 10.1097/ico.0000000000003562. Epub 2024 jul 24. Pmid: 39047195. Https://doi.org/10.1097/ico.0000000000003562.

Event description:
Corneal collagen cross-linking for keratoconus in pediatric and developmentally delayed patients. The aim of this study is to present the clinical decision-making algorithm, cxl surgical technique, and outcomes in forty-eight eyes of 34 patients [21 patients (30 eyes) with developmental delay (dd) and 13 patients (18 eyes) with no dd (ndd)] underwent epithelium-off, standard cxl, between october 1, 2017, and april 1, 2021. 4-0 prolene (eth) was used in ensuring that the lashes were not directed toward the cornea before locking the suture knot, and was also used with the first suture bite on the lateral aspect of the lower eyelid. Reported complications: 4-0 prolene (eth). Dd group (n=21). Corneal thickness (n=1). Treatment: had repeat cxl and with a plan to use hypo-osmolar riboflavin to induce corneal swelling. Small residual epithelial defects (n=6). Treatment: not reported. Ndd group (n=13). Repeat cross-linking (n=2). Treatment: cross-linking treatment. In conclusion, this retrospective review presents a technique for assessment and treatment of keratoconus in children and those with dd. Our technique ensures timely diagnosis and provides a safe method for cxl in these groups. Temporary central tarsorrhaphy is a well-tolerated option to reduce postoperative pain.